Event description:
All lights were illuminated, but stapler failed to fire. Manufacturer response for circular stapler, ethicon (per site reporter). They will initiate a quality control investigation and reimburse us for the failed device.